Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: looks like the grip cable was broken. No obvious damage to the conductor wire.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.